Manufacturer narrative:
The device, used in treatment, was returned for evaluation. Visual and functional evaluation were performed. A relationship between the device and the reported failure was established. The device was unable to start and displayed a 4006-error message. The root cause was determined to be battery failure. The renasys touch has two batteries a rechargeable main battery, with a coin cell battery that maintains time and date settings if the main battery is depleted. The 4006, error message is displayed when the coin cell battery is fully depleted, the device will not function in this error state and servicing is required. Manufacturing records show that there were no issues at the point of release that could have caused or contributed to the reported event. Complaint history for this product and failure mode in the preceding three years show further instances, and is being monitored to determine if additional actions are required. Recommendations: prior to use the device should be charged until the battery indicator displays green. The device should be stored between 5°c and 40°c for optimum battery performance fully charge if stored for more than 6 months. It is important that all users of this device, read and follow the instructions in the supplied manual for use.

Event description:
It was reported that the pump is overheating. Nurses reported it was extremely hot. No patient or user harm or injury reported. No case. Back-up device available.